Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The reported failure could be confirmed from the visible mark on the trocar where it had cold welded with the sleeve. The location of the trocar interlocking pins is superior to the mating portion of the sleeve. If the pins are not seated within these groves then the trocar is spinning within the guide sleeve causing enough heat and friction to cause the welding of the two parts.the root cause for the reported failure is due to the user not locking the pins on the trocar into the grooves on the sleeve prior to starting the drill. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/24/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the 2.7 mm rigidfix cross pin kit trocar and drill sleeve cold-welded together. The sales rep stated that the issue was noticed after drilling into the patient and while pulling the trocar out. The case was completed with another kit without patient harm or delay. The kit is being returned for evaluation.